Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was difficult to apply the right pulmonary vein (rpv) current with varipulse. In order to perform brockenbrough (bb), the varipulse was removed from the vizigo short sheath. Then, the decanav was inserted, and was replaced with the bb needle. During all these processes, a significant amount of air was drawn in when removing catheters. Vizigo short was replaced with another one before performing bb again. After the second bb, while rpv was ablated using the varipulse, the catheter was pulled from left atrium (la) to right atrium (ra), so it was replaced with the decanav to approach la again. After that, since the varipulse was repeatedly pulled to ra, it was replaced with the decanav several times. At that time, a significant amount of air was drawn in, so the vizigo short was replaced with another one. After additional ablation to la posterior wall with qdot, the catheter was replaced to varipulse to ablate la again. After the ablation, when the varipulse was removed from the sheath, a considerable amount of air was drawn in again, but the procedure was completed as is. The hemostatic valve itself was not damaged. No adverse patient consequence was reported.

Manufacturer narrative:
It was difficult to apply the right pulmonary vein (rpv) current with varipulse. In order to perform brockenbrough (bb), the varipulse was removed from the vizigo short sheath. Then, the decanav was inserted, and was replaced with the bb needle. During all these processes, a significant amount of air was drawn in when removing catheters. Vizigo short was replaced with another one before performing bb again. After the second bb, while rpv was ablated using the varipulse, the catheter was pulled from left atrium (la) to right atrium (ra), so it was replaced with the decanav to approach la again. After that, since the varipulse was repeatedly pulled to ra, it was replaced with the decanav several times. At that time, a significant amount of air was drawn in, so the vizigo short was replaced with another one. After additional ablation to la posterior wall with qdot, the catheter was replaced to varipulse to ablate la again. After the ablation, when the varipulse was removed from the sheath, a considerable amount of air was drawn in again, but the procedure was completed as is. The hemostatic valve itself was not damaged. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. The hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record evaluation was performed for the finished device number 60000499, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. No bubbles were detected. The air flows back issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).